Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was unknown. The customer stated that there was no sound at all of insulin pump. Customer stated that insulin pump had audio beep test was fail and belt clip pin was broken. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.